Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) was recorded as ¿high¿. Customer drank water and a correction bolus was delivered via the pump to address elevated bg. During troubleshooting with technical support, customer loaded a new cartridge, and the alarm did not reoccur. Customer reverted to using an alternate method of insulin therapy.